Event description:
This report was received from (B)(4) and is a spontaneous report from a nurse in USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unreported date in (B)(6) 2012, the patient was hospitalized for peritonitis (onset date not reported). On an unreported date, a peritoneal effluent culture was performed, however the results were unknown. Treatment was not reported. While hospitalized, the patient's family decided to place the patient in hospice care. It was not reported if the patient recovered from the peritonitis. Per the nurse, the events were unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd891085 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.